Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported a power error alarm twice. The customer inserted a new battery and cleared the alarm. Troubleshooting was performed and the insulin pump will return. The blood sugar is unknown.